Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unknown mentor breast implant of unknown type and experienced bilateral pain and hardness on breast implants. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-07485 for contralateral prosthesis.